Event description:
(B)(4). I had the essure procedure done on (B)(6) 2015. Two hours after the procedure I started bleeding a little which I was told could happen. Well, 8 days later I was still bleeding. Heavily. I had horrible cramps and shooting pain and very large clots. Then a few days later it stopped. I have started getting very sharp, shooting pains in my abdomen every so often. I constantly have cramping, even when I'm not on my period. I would normally have a regular period that came every 28 days but now they are late and can last up to 13 days! I have had two random rashes on my elbows and arms. I have never had a rash before so it was surprising. I have headaches all the time and I'm nauseous a lot. I get, what I've now heard is called, brain shocks. It's a horrible shooting pain in my head that will last a few seconds and go away. And one of the worst "side effects" I've had since being on essure is joint pain. The pain in my fingers and lower back is constant and daily. There are times its hard for me to do things like cook, or clean because of the back pain and having to use my hands. I have never had issues like this before. I come from a very healthy family and have never even been to the hospital for anything. I have 4 kids between the ages of 15 and 5 months. I'm not the mom I know I can be. I'm always in pain and always tired nowadays. I can't go see a doctor because my insurance ran out and I'm waiting to get it back. I'm hoping when I do I can get these things removed!! I regret ever having them put in.